Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for eval. The root cause of the damaged nail is undetermined. Radiographic and clinical data were reviewed by a sign orthopedic surgeon. No one can predict a non-union or a failure to heal. A f/u report will be filed in the event there is add'l surgery to correct the non-union. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015 that a sign im nail implanted to repair a fractured right femur; was shown to have a non-union at the fracture site and was broken at the tip. This was discovered during a f/u visit.